Event description:
Reportedly, the surgeon fired the instrument with seamguard. Surgeon was in the middle of firing when anvil popped open. The surgeon finished firing with the anvil open and the staples did not form, all staples were straight, no b-shape. The surgeon removed the instrument from the abdomen inspected the sulu and noticed the pusher bar button was missing. The surgeon spent 30 minutes looking for pusher bar button in the abdomen and it was found. Fired another endo gia and over sewed. Pt was tested for leaks with water and no bubbling occurred. Pt status okay.